Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the result will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that the catheter presented a leakage at the "y" junction. The catheter was in the pt for 2 years with 7 months. The catheter was pulled and replaced with a new catheter on (B)(6) 2014.

Manufacturer narrative:
The product sample returned consisted of one palindrome catheter, with the both clamps and the respective adapters (red and blue). The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. The silicone tube presented a hole below the y-junction. During underwater test (functional test), bubbles were detected coming out below the hub, from the lumen which corresponds to the venous extension. The lumen related to the arterial extension did not show bubbles during the test. As per the instructions for use, it is needed to perform a visual inspection before using the device, since states: do not use the catheter or components if they appear damaged or defective and continues, catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. This defect has been confirmed. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to over bending or excessive force). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.